Manufacturer narrative:
It was reported that the ventilator failed safety valve test during pre-use check. Identification of issue has been done by analyzing problem description and device¿s logs. Safety valve pull magnet incl. Bracket was found defective and was replaced to resolve the issue. The issue was decided to be reported as the defective safety valve pull magnet may lead to stop of ventilation or high pressure. There was no patient involvement. Unfortunately, the claimed part was not available for further analyze, therefore the root cause to the reported issue has not been determined. H3 other text : 4112.

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).